Event description:
It was reported that the subject device was cracked from distal to hub. The issue was noticed during the preparation and there were no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device found that the device was was separated at approximately 3.0cm from its proximal end and the inner coil was slightly stretched but still intact. Functional evaluation could not be performed due to the anomalies found on the device. Additional information provided by the customer indicated that no anomalies were noted to the packaging or pouch and the catheter was found to be cracked just distal to the hub. Based on the device analysis, it is possible that the catheter was damaged due to rough handling during removal from its packaging. An assignable cause of handling damage has been assigned to the reported event and analyzed anomalies.

Event description:
It was reported that the subject device was cracked from distal to hub. The issue was noticed during the preparation and there were no patient involvement.